Event description:
Technician alleged that fluid leaked into the mattress.

Manufacturer narrative:
Technician found holes on the ticking. Technician replaced the percussion/vibration cushion, topper foam, sheer liner, fire barrier and ticking to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.